Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that a pt had a symptoms of a pulmonary-embolism after receiving blood processed on a cell saver 5+ (cs5+). The customer inquired if there was possibility that bone-powder in the blood which was processed by cs5+ affected pt's condition. The procedure noted was the trimming of vertebrate during a spinal surgery. The pt has recovered and no errors or complications were noted with the processing of blood. No operator injury reported. No info available in the disposable lots used and no used samples available. Problem malfunction cannot be confirmed. Machine has been in use with no issues or concerns. Upon follow-up with the hospital, the use of the cardiotomy reservoir was noted to be in error. The aspiration line was connected to the vacuum port and the suction line was connected to the aspiration port. This resulted is blood bypassing the reservoir filter and bone particulate/powder processing to the salvaged blood. Furthermore, the collected blood was reinfused without a filter. Haemonetics medical officer has reviewed this event and determined that it seems possible that the pulmonary-embolism symptoms could be due to bone powder and/or micro-emboli in the processed blood, neither of which would have been caused by use of the device and they could not necessarily have been removed by blood processing on the cell saver 5+. The aspirated shed blood should have been diverted to a waste container while bone dust was being created within the surgery and a reinfusion filter should have been used to manage the documented risks associated with bone powder. Upon review by the hospital medical examiner, (B)(6), there is no specific correlation of the pulmonary embolism with the cell salvage procedure.